Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached a battery status of elective replacement indicated (eri) after 36 months of implant duration. The guidant field representative expressed dissatisfaction with respect to battey longevity and the short duration between battery status indicators. Guidant's resources indicate that the ICD was replaced with another guidant product.